Event description:
It was reported the single use aspiration needle would not come out of the sheath once it was inside of the scope and the guidewire was difficult to push through the channel. The event occurred during a bronchoscopy with endobronchial ultrasound fine needle aspiration and transbronchial biopsy procedure. There were no reports of patient harm or delay.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.